Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that this was the 6th time it has happened since last week. The patient had reportedly disconnected and primed the pump with no problem, then received multiple no prime alarms. The reporter stated that the pump had not rebooted without patient intervention and that there had not been a battery removal or cartridge change. The caps were reportedly tight and in good condition and there were no sudden changes of force or temperature. The reporter stated that there were no entries in the alarm history and that the patient will change the cartridge using a new cartridge from a new box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.